Manufacturer narrative:
Model number/catalog number: sc-2352-50; serial number: (B)(4); batch/lot number: 5072016; model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the lead had migrated and the contacts had high impedances. The patient underwent a revision procedure wherein the leads were replaced.